Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected. Most likely underlying root cause: (B)(4): user has high glucose value. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2020 to ensure the replacement products resolved the initial concern, able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high/hi blood glucose test results. The customer is concerned with all test results obtained. The expected fasting blood glucose test result range is unknown. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. Customer contacted the hospital on (B)(6) 2020 due to high blood results. Customer contacted her primary doctor today due to her blood glucose results of 391 mg/dl and the doctor advised her to take another pill. The product is stored according to specification in the dining room. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 10/31/2019 (expired) and open vial date is august 2020. The meter memory was reviewed for previous test result history. Result 1: hi, date: (B)(6) 2020, time: 8:08 pm, unknown if fasting or non-fasting. Result 2: 600 mg/dl, date: (B)(6) 2020, time: 8:08 pm, unknown if fasting or non-fasting.